Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient reported that g5 mobile application did not alert for a low event. The patient's wife checked the patient's glucose levels with a fingerstick while the patient was going in and out and patient was at 20mg/dl. The patient's wife tried to give the patient a soda, then called the paramedics. The paramedics were able to get the patient to drink a soda, and patient's blood glucose started rising. The patient then ate to stabilize his blood glucose levels. At the time of contact, the patient was stable. Additional event or patient information is not available. Data was returned for evaluation. The reported event of no audio output could not be confirmed. A root cause could not be determined.